Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned voyager dilatation catheter noted two kinks in the hypotube shaft 10.2 cm and 12.6 cm proximal to the guide wire exit notch, confirming the reported kinks. The kink at the 10.2 cm the proximal end of the mandrel was sticking out of the outer member. A new indeflator filled with water, was used in an attempt to pressurize the balloon when fluid leaked from the hole in the outer member. The balloon did not inflate due to the leak. In this case, it is likely the catheter met resistance in the narrow heavily calcified lesion, resulting in the shaft kinking. Further manipulation of the shaft at the kinked location would have contributed to the mandrel protruding from the shaft. As there were no kinks or damage noted to the catheter prior to use, there is no indication of a product quality deficiency. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for this lot.

Event description:
It was reported that the proximal shaft of the device was kinked during use, and the kink was located 33 cm away from the tip. There were no patient effects reported. No additional information was provided. Device analysis revealed a torn shaft at the location of the kink.